Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had loss of stimulation despite multiple reprogramming due to lead migration as per x-ray diagnosis. The patient underwent a revision procedure wherein, the lead was repositioned.